Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The patient was not pacing-dependent and device replacement was scheduled for (B)(6) 2023. At this time, the pacemaker remains in service and no adverse patient effects were reported. Additional information received indicated the device was successfully explanted and replaced. The device was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The patient was not pacing-dependent and device replacement was scheduled for (B)(6) 2023. At this time, the pacemaker remains in service and no adverse patient effects were reported. Additional information received indicated the device was successfully explanted and replaced. The device was subsequently returned for analysis. No additional adverse patient effects were reported.